Manufacturer narrative:
Pump received with broken reservoir tube lip and missing reservoir tube lip o-ring noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 132 mg/dl at the time of the incident. The customer stated that the reservoir ring on top of the reservoir was damaged. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.